Manufacturer narrative:
A steris service technician inspected the surgical light, replaced the wall control touch membrane and interface board, and confirmed the surgical light to be operational.

Event description:
The user facility reported that prior to a patient procedure, the surgical light would not turn on. The user facility utilized overhead lighting and the procedure was completed successfully; no injuries were reported.